Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no explant or reoperation was performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with 300cc mentor memorygel breast implants experienced bilateral baker¿s grade IV capsular contracture and possible left sided rupture post procedure. The rupture was suspected, but never officially diagnosed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. See 1645337-2019-13115 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on 9/11/2019. The device was explanted on (B)(6) 2019. D7 has been populated. 2. Is other serious- uncheck. 2. Is required intervention-check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. When the devices were explanted bilateral prosthesis replacement with 435cc sientra smooth round moderate plus implants performed. Additionally left partial capsulectomy and bilateral capsulotomies was performed. Manufacturer¿s reference number: (B)(4).